Event description:
It was reported that this lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information was obtained indicating that the lead was not successfully implanted due to placement difficulty. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Blood or body fluid was noted in the lumen, which is normal for open-tip leads. A visual inspection revealed no abnormalities. The tip and tines appears intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information was obtained indicating that the lead was not successfully implanted due to placement difficulty. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.